Event description:
On (B)(6) , 2026, an issue was reported about a 3dimensions mammography system. When the c-arm height was being adjusted before a procedure, the left footswitch appeared to remain stuck after being released. This caused the c-arm to continue moving downward without command. The incident did not occur during a patient procedure and no injury was reported.the reported issue was determined to be caused by a defective left footswitch and was replaced with a left footswitch assembly. The system was reported to operate to manufacturer's specifications. No additional information is available at this time.